Manufacturer narrative:
Code grids were updated based off investigation conclusion.

Event description:
It was reported that while in rev. Trend, the account heard a noise and the table tilted. There was a patient involved when the table unexpectedly moved that did result in a delay in surgery. There were no reported adverse consequences due to the delay or patient injury.

Manufacturer narrative:
It was reported that during a case, an operon d850 surgical table was in reverse trend position. The hospital staff said that a noise was heard and the table moved/slanted slightly. A stryker field service technician (sfst) was dispatched for investigation. During the visit, the sfst performed functional testing on the table, but was unable to duplicate the issue. A stryker quality team representative contacted the initial reporter at the account to gather additional details regarding patient. The initial reporter stated that the unintended movement occurred during a procedure while the patient was exposed and undergoing surgery. The patient however did not incur any injury and no adverse event was reported. The patient was moved to a different surgical table and the procedure was completed with no further incident. Both the service and installation history for the operon surgical table were reviewed. The installation history showed that the surgical table was installed on or around 31 march 2011. The service ticket database was reviewed and there were 5 prior service tickets found. Prior to this case, the most recent service ticket found for this surgical table was opened back on 20 october 2017 for a reported issue of a damaged rectifier. Based on the staff interviews, the physical evidence, and the installation and service history reviews, the exact root cause of the unintended motion is unknown. Based on the physical damage reported, potential root causes include collision of the table with other equipment in the room or user error. This case is still under investigation. As was reported, there was no adverse event or reported injury to either the patient or surgical staff. This issue will continue to be monitored through stryker communications ncmb meeting process.

Event description:
It was reported that while in rev. Trend, the account heard a noise and the table tilted. There was a patient involved when the table unexpectedly moved that did result in a delay in surgery. There were no reported adverse consequences due to the delay or patient injury.